Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of a peritoneal dialysis (pd) transfer set would not connect to the titanium adapter of a pd patient. This connection issue was identified during preparation. The titanium adapter was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.